Event description:
The pt was implanted with an scs system. The pt cannot turn stimulation up past perception. The rep identified that there were some invalid readings on the contacts throughout the lead. Pt cannot turn stimulation up past perception. The pt only had one program to try and the ipg is fully charged. Pt has multiple systems, so it cannot be determined what lead is the problem. The pt is getting ineffective stimulation. Revision is planned.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.